Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. Confirmed through patient data the chiller water was not cooling. Replaced chiller assembly. Chiller power cable was found unplugged from the ac main voltage circuit card. Double bend tube found expanded during servicing. Double bend tube was replaced. Upgrades completed included replacing the control panel coin cell due to age. Chiller power cable connection re-established. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration and displayed calibration error 80 (unable to reach calibration temperature). The expected value was 6, but the actual was 28.7 and the chiller temperature (t4) reading was 29.3. Then they drained 0.6 liters from the left drain port showing chiller tank full, so it was a chiller failure. Per follow up information received via email on 11jul2023, no patient harm or incident. Discovered while in use. When it was noticed that temperature was not being met, they subbed for a backup unit they had in storage.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. Confirmed through patient data the chiller water was not cooling. Replaced chiller assembly. Chiller power cable was found unplugged from the ac main voltage circuit card. Double bend tube found expanded during servicing. Double bend tube was replaced. Upgrades completed included replacing the control panel coin cell due to age. Chiller power cable connection re-established. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated

Event description:
It was reported that the arctic sun device failed calibration and displayed calibration error 80 (unable to reach calibration temperature). The expected value was 6, but the actual was 28.7 and the chiller temperature (t4) reading was 29.3. Then they drained 0.6 liters from the left drain port showing chiller tank full, so it was a chiller failure. Per follow up information received via email on 11jul2023, no patient harm or incident. Discovered while in use. When it was noticed that temperature was not being met, they subbed for a backup unit they had in storage.